Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main batter wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the defective monitor.

Event description:
During the servicing of monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor was intermittently resetting during pulse testing.